Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by deciding to replace the pump and provided instructions for placing the pump into storage mode before its return. The customer planned to use multiple daily injections as a backup insulin therapy.